Manufacturer narrative:
No portion of this lead is expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right atrial (ra) lead could not be removed from the pacemaker. The physician loosened the ra port setscrew once more but the lead remained stuck with the coil and terminal pin stretching as the physician attempted to remove it. The lead was cut with the proximal portion remaining connected to the device and distal segment surgically abandoned. As the patient had chronic atrial fibrillation (af), the physician elected not to replace the ra lead and completed the procedure with the implant of a competitor device. No adverse patient effects were reported.